Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Based on a review of the sensor data available in the data management system (dms), indicated that there was some variation in the sensor values, which could be attributable to the expected lag between bg and sg inherent to the sensing technology. As a proactive troubleshooting measure, customer care recommended a sensor-relink to clear the calibration history and correct any potential calibration misalignment. Post re-link, the user was advised to continue using the system and to enter calibrations when glucose trends were not changing rapidly. As per the data management system (dms) review, the system remained in active use with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.